Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed to open. A field service engineer (fse) inspected the drawer replaced the sensors to resolve the issue. After replacement, all drawer functions returned to normal. The fse logged into the hardware test application (hta) and tested the drawer multiple times, confirming normal operation. The customer verified functionality and was satisfied with the outcome. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, had a failed drawer. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.